Event description:
A customer reported that a patient who was experiencing recurrent vomiting and diarrhea inadvertently ingested an unknown quantity of caffeine tablets, which were mistaken for charcoal tablets, on (B)(6) 2025. The patient collapsed and was subsequently admitted to the hospital. During hospitalization, the patient was diagnosed with unexplained acute renal failure, with an estimated glomerular filtration rate (egfr) of 5 ml/min and a creatine kinase (ck) level of 16,264 u/l. A kidney biopsy was performed which showed signs of acute tubular damage. Quanta flash gbm testing was conducted and low positive results were obtained on both the initial and repeat gbm tests. A diagnosis of goodpasture syndrome could not be excluded; therefore, on (B)(6) 2025, the patient was treated with corticosteroids and underwent plasma exchange. Confirmatory gbm testing was performed using a different elisa method (specific assay and manufacturer not reported), which yielded a negative result. Within two days following treatment, a significant improvement in renal retention values was reported, and the immunosuppressive treatment was discontinued. The final diagnosis was rhabdomylosis with anticipatory nausea and vomiting (anv) in exsiccosis, following suspected gastroenteritis, with questionable initial cerebral seizure and postictal lying trauma. No serious harm was reported.

Manufacturer narrative:
At this time, no quality issues have been identified with the quanta flash gbm reagent lot 254531. Instrument data, testing data, and patient samples have been requested from the customer and will be analyzed as part of the complaint investigation. All data required for form 3500a has been requested. Fields for which data was not obtainable or are not applicable are intentionally left blank.